Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that they experienced a filling slowly message during fill 5 of 5 of their pd treatment. The patient then discovered a fluid leak from the patient line of the liberty cycler set tubing. It was reported that the cap/covering, however the patient could not confirm. The patient woke up an fluid was in their bed. Upon follow-up, the patient stated that they may have turned around while sleeping which caused the leak, but they could not confirm exactly what caused the leak. The patient is trained on manuals and stat drains if needed and was able to complete their pd treatment on the cycler. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The product sample is not available to be returned to the manufacturer for evaluation because it was discarded.

Event description:
A peritoneal dialysis (pd) patient reported that they experienced a filling slowly message during fill 5 of 5 of their pd treatment. The patient then discovered a fluid leak from the patient line of the liberty cycler set tubing. It was reported that the cap/covering was missing, however the patient could not confirm. The patient woke up an fluid was in their bed. Upon follow-up, the patient stated that they may have turned around while sleeping which caused the leak, but they could not confirm exactly what caused the leak. The patient is trained on manuals and stat drains if needed and was able to complete their pd treatment on the cycler. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The product sample is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Correction: b5 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.